Manufacturer narrative:
Evaluation results: unknown ¿ root cause is undetermined. No results available since no evaluation performed-stents remain implanted. Inherent risk of procedure-allergic reaction. Evaluation conclusion: unable to confirm complaint. Unknown ¿ root cause is undetermined. Inherent risk of procedure - allergic reaction. (B)(4).

Event description:
Two resolute integrity drug eluting stents were implanted without any reported issues. Post implant the patient is feeling weak and unwell. Patient had been placed on heron spironolactone but stopped it to see if made any difference. Patient was also changed from plavix to effient and she still complains of progressively getting weaker. Complete blood count, bmp and ck have been carried out.principal care physician carried out thyroid-stimulating hormone testing . Patient is allergic to prednisone, sulfa, tetracycline. The physician does not believe it is an allergic reaction.